Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned handle revealed an undamaged and functional device. The device was tested with a handle test fixture and the result was within specification. During functional testing, the handle was able to detach a demonstration smart coil without issue. The reported complaint could not be confirmed. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a penumbra smart coil handle (handle), penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, the physician detached one smart coil into the target location using the handle. While attempting to detach the next smart coil, the handle was unable to detach the coil; therefore, the handle was removed. The procedure was completed using a new handle and the same smart coil. There was no report of an adverse effect to the patient.